Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient's husband reported a leak when ending the patient's treatment. Fluid was dripped out the back of the cycler onto the floor. The cassette compartment was dry. The patient's effluent was clear. The patient did not take any antibiotics. There were no health complications. The sample was discarded.